Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested with abdominal pain. The cause was unknown. On an unreported date, the patient was hospitalized due to abdominal pain. The patient was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported), amikacin injection (100mg, one bag per day, intraperitoneal, duration was not reported) and meropenem injection (1gm, one bag per day, intraperitoneal, duration was not reported) for peritonitis. Vancomycin treatment was discontinued after three days. At the time of this report, the patient was recovering, and antibiotic treatment and hospitalization was ongoing. Fifteen days after the event onset, pd catheter was removed and patient was now on hemodialysis (hd) twice a week. No additional information is available.